Manufacturer narrative:
One medfusion pump was returned for investigation in used condition. The reported motor rate error was found in the event history log (ehl). The error was replicated during an occlusion test which was run tat 300 ml/hour. The customer reported product problem was therefore confirmed. The error occurred because multiple components of the pump were worn (particularly the motor assembly components) from normal wear. The worn components were replaced to address the product problem.

Event description:
It was reported that the medfusion pump produced a motor rate error. No patient injury or complications were reported in relation to this event.